Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci). It was reported during pump support the patient experienced cerebrovascular accident (cva). As a result, the patient was given drug therapy. The patient ultimately expired due to patient status and another adverse event. Per the pms report, the death was not related to impella. No further information was provided.